Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2:: reference MFR. Report: 1627487-2017-01901. It was reported the patient was experiencing painful pocket stimulation in his left flank area. The patient underwent surgical intervention on (B)(6) 2017 where the ipg and lead were removed and replaced which resolved the issue.